Manufacturer narrative:
The field service engineer replaced a pinch valve and adjusted the sipper probe. The probe was also cleaned, the seals were replaced, and pinch valve tubing was replaced. Precision studies were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The vitamin b12 reagent lot number was 707331. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin b12 ii on a cobas e 411 analyzer. The sample initially resulted in a vitamin b12 value of < 50 pg/ml. The sample was repeated, resulting in a value of 489.3 pg/ml.